Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 3006425876-2022-01050; 3006425876-2022-01049. The customer returned one guide wire, dilator, and product lidstock for analysis. Definite signs of use were observed on the guide wire. Visual analysis revealed that the guide wire contained one kink along the body. The distal j-bend appeared intact. Microscopic examination confirmed the defect and that both welds are present and spherical. The kink in the guide wire measured 326mm from the proximal weld. The overall length of the guide wire measured 604mm which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.798mm which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use provided with the kit, which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was threaded through a lab inventory syringe and lab inventory introducer needle and the undamaged portions passed with little to no resistance. The guide wire was also threaded through the returned dilator, and the undamaged portions passed with little to no resistance. A manual tug test confirmed that the distal and proximal welds are secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection confirmed that there was a kink in the middle of the guide wire body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported during insertion into the jugular "the feeling of an obstruction" was noted because the guidewire was kinked in the front. It was also reported the dilator was frayed. The problem was noted only when moving the dilator. No patient harm was reported. A new cvc kit was used.

Event description:
It was reported during insertion into the jugular "the feeling of an obstruction" was noted because the guidewire was kinked in the front. It was also reported the dilator was frayed. The problem was noted only when moving the dilator. No patient harm was reported. A new cvc kit was used.

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s 3006425876-2022-01050.